Event description:
It was reported that during testing conducted at the MFR, the drill attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Once disassembled, the device cannot be repaired so it will be discarded.